Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For two of the events, the investigation ruled out a general reagent issue as calibration and qc were acceptable. Based on the data provided, the malfunction is consistent with an instrument issue. The specific cause of the event could not be determined. For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up action taken was that the rdw3 application was deleted and re-installed. The customer had no further issues. No further data could be provided for investigation.

Manufacturer narrative:
For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service engineer checked the analyzer and found no abnormalities. The fluidics system, rinse mechanism, and rinse stations were functioning normally. The customer ran controls and these recovered within the customer's defined ranges. Precision studies were performed and these recovered within specifications. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were service checked the instrument and did not identify any issues. Calibration and qc were acceptable. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were precision studies were performed and were acceptable for 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service representative performed maintenance and an instrument check. The sample probe was replaced. The instrument performed acceptably after the probe was changed. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the field service representative performed maintenance, replaced various parts, and performed a successful instrument check. For 1 of the events, the investigation is ongoing. The follow up actions taken were the field service engineer (fse) cleaned all tubes and probes on the rinsing unit and checked the pressure of the cuvettes and the rinsing unit. The gear pump pressure was too high and this was adjusted. The sample probe was ok and the reagent probes were clean. The customer continued to have issues. The fse returned and checked multiple parts of the instrument and changed the heat cut filter. Precision check data suggest mixing issues. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the issue could not be reproduced and precision recovery is good. For 1 of the events, the investigation is ongoing. The follow up actions taken were the field service engineer (fse) checked multiple parts of the instrument and flushed the detergent paths. Precision check data suggest a mixing issue may be present. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions taken were the field service engineer performed adjustments and cleaning's to the customer's analyzer. After service, the customer's qc was acceptable. For 2 of the events, the investigation is ongoing. There were no follow up actions taken. For 1 of the events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions taken were the customer's calibration data was ok, and the customer's provided qc results were ok but not stable. The investigation discovered many instrument alarms during sample pipetting. Per product labeling, "note: urine, csf, and control samples with a protein concentration above 7000 mg/l (700 mg/dl) may clog the instruments lines." The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
Questionable non-reproducible results were generated by cobas 8000 c502 modules. The events involved a total of: 2- crej2 creatinine jaffé gen.2. 1- iron2 iron gen.2. 2- alb2 albumin gen.2. 1- bilt3 bilirubin total gen.3. 3- mg2 magnesium gen.2. 1- crep2 creatinine plus ver.2. 1- ureal urea/bun. 1- tp2 total protein gen.2. 1- nh3l2 ammonia. 400- tina-quant hemoglobin a1c gen.3 (a1c-3). 2- total protein urine/csf gen.3. The known patient ages ranged from 53 to 98 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The known patient genders were 3-female and 1-male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.